Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a prior bent cannula and infusion set change, with blood glucose reaching 400 mg/dl and remaining above range for a couple of hours before gradually declining following a switch to a contact detach infusion set, pump-delivered corrections, and a manual injection. Symptoms included no reported clinical manifestations of acute hyperglycemia. Outcomes included transiently elevated glucose with recovery to 145 mg/dl without medical intervention or hospitalization, and education and additional training were provided. Investigation included troubleshooting and user education through customer care follow-ups. Investigation of this case revealed an unclear cause of hyperglycemia without device alarms, with user-reported moderate ketones that resolved as glucose trended down, and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.